Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) . It was reported that patient reports that her device "has been off" for an unknown amount of time. Patient reports that this is the second time that her battery has been over discharged. It was discussed with the patient to meet to trickle charge her device and a battery replacement due to end of service of her ipg. Information was later received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's (pt) ins is depleted and in an overdischarged state. This is the second overdischarge and the pt is no longer interested in trickle charging the ins and wants a replacement. The battery is in overdischarge due to the patient not charging the battery. The issue was not resolved and surgical intervention is scheduled for (B)(6) 2022 to replace the ins.